Event description:
Pt reported that the meter would keep prompting the error 1 message. This issue was not resolved with troubleshooting. Pt was feeling low and weak. There was no medical intervention or treatment given. No further info has been reported.